Manufacturer narrative:
Additional information was received which was not provided with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was not in auto mode during their event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 489 mg/dl at the time of the incident and the current blood glucose level was 489 mg/dl. The customer stated that battery of the insulin pump was died. The customer declines the high blood glucose and the power loss alarm. The insulin pump will not be returned for analysis.